Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. Two stent grafts were implanted without complications. It was reported that during follow-up on an unk date there was aneurysm expansion due to a type 3 endoleak that was coming from the junction between the 2 stent grafts as well as dissection of the ascending aorta. Approximately 1 month ago, the physician commented that the pt is being followed and monitored for progress and there was a possibility that the endoleak and dissection would be treated by open surgery and/or an additional tevar. See file MFR# 2953200-2010-00256 and MFR #2953200-2010-00257. Further info was received from the physician indicating the endoleak was a type IV. Additionally, there was no correlation between the talent device and the dissection according to the physician. No intervention has been performed as the pt was discharged.

Manufacturer narrative:
(B) (4). Eval results: endoleak, dissection, no films or operative reports were received.